Manufacturer narrative:
One additional single-use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed at the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Twelve single-use devices were received for evaluation. For eight devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luer of all seven devices. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified. The devices were determined to be conforming product. For four devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed, there was no evidence of fluid coming out of the luer of any of the four devices. Microscopic inspection on the luer of each device revealed that the cause of the flow problem was due to air bubbles blocking the fluid path inside the lumen of the glass capillary. The glass capillary is located inside the device luer. The reported condition was verified for the four devices. The cause of the air bubbles could not be determined. A batch review was conducted for (B)(4), and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 13 </noe> malfunction events. It was reported that thirteen small volume infusors did not flow. Ten of the events occurred during infusion, and three events occurred during priming. Ten of the events involved a patient with no patient consequences, and three events did not involve a patient. No additional information is available.